Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. The product support engineer (pse) troubleshot the issue with the customer over the phone. Therefore, the reported condition cannot be verified. The pse reviewed the test procedure for system leak test and suggested making sure there is not a leak at the test fitting by clamping. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
The customer reported that the ventilator was failing leak test. The ventilator was not in use on a patient at the time of the event occurred. The event date was not specified; estimate used.